Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator. The indications for use were unknown. It was reported that the manufacturer representative (rep) stated that they did a pocket revision recently because the patient had their system on their beltline and it was not comfortable. The rep stated that they has documented this event, but when asked for the reference number, the rep said that they did not have that available.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that this was an eol replacement case and that the patient mentioned to the physician that they would like the battery moved higher if possible during the replacement. There was not a large complaint to their knowledge, just the location was at their beltline and moving would make recharging easier and eliminate any possible discomfort.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the manufacturer representative (rep). Rep reported, eri was reached and they were not aware of any issue. Rep clarified, that patient just stated, that they would like the pocket placed a tad higher if possible. While, they were already replacing the ins. The rep reported, that the ins was discarded by the customer. Rep noted, the issue has been resolved.